Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2012. During the procedure, the trocar sheath broke on insertion. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(6): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual used device was returned for evaluation. The evaluation found that the needles were not on the guide and the tip of one of the needles was bent.